Event description:
Leaking @ purple connector.

Manufacturer narrative:
Sample was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
Samples from each of the remaining lots of 5frpt-cath were tested using a saline flush and visually inspected for leaks. All of the tested samples passed with no detected leaks. Following these initial tests, the samples were then tested using a p-tester at 60 psi on each leg and detecting .5 psi pressure decay. These were destructive tests because it required clamping the end of the triple lumen tube. All of the samples tested passed. The remainder of the 5frpt-cath in the affected lots were 100% visually inspected using work instructions created with knowledge of the pervious failures and the with information provided by the supplier. The supplier was contacted for root cause analysis of the issue. Samples were sent and a product investigation was also completed by the supplier. They investigated material contamination interfering with bonds, incorrect parts being used, and improperly designed fixtures. They also investigated the overmolded junction, operator variability, and failure to inspect and contain defective parts. Samples from the field were also sent to aid in the investigation. The supplier reported the following for the root cause: separation of extension leg from overmolded junction: 1. Operator failure to decompress extension leg after mounting the extension leg on core pin. 2. Failure to inspect parts. 3. Failure to contain defective parts. Abrasion on extrusion shaft: 1. Incorrect insertion of pins (orientation). Pin design leads to defect creation by potential of pin edge to apply pressure to extrusion wall leading to stress that can be exacerbated. 2. Failure to inspect parts. 3. Failure to contain defective parts. Corrective action: corrective actions were provided by the supplier. They include: 1. Implementation of updated flags to optimize center extension leg capture. 2. Purchasing frames to aid in the pin/extrusion leg placement. 3. Implementing a visual system to provide additional verification of extension leg placement. 4. Using colored bins/caps for part containment and identification. 5. Modifying the current pins, flags, models, and drawings to reduce potential stresses applied to extrusion wal

Event description:
Leaking @ purple connector.